Manufacturer narrative:
Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact missing, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Cosmetic damage was confirmed at battery compartment. Missing battery cap was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had battery compartment damaged and belt clip damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l, acc-1601. Troubleshooting was performed. Customer reported physical damage to the battery compartment on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested and customer response was the device returned. No product return is required for acc-1601.